Manufacturer narrative:
The user facility's biomedical engineer (biomed) called the manufacturer, as he wants to repair the device himself. No part is available outside of service, so an estimate was provided to the customer for repair by the manufacturer.

Event description:
It was reported that during the use of the device for a non-clinical activity (sterilization), the blade guard/ protector was bent. There was no patient involvement.